Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after feeling very sick. Patient was not dependent. Echocardiographic imaging showed the presence of vegetation on the leads and endocarditis was diagnosed. The system was explanted and no vegetation on lead was noted. No re-implant procedure has been scheduled yet. After the removal procedure, patient is monitored in the ICU, intubated and on several drips.